Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the drawings, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) which lists the appropriate warnings, precautions and instructions for use. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A patient underwent an nephrostomy procedure with placement of a ultrathane mac-loc locking loop multipurpose drainage on an unspecified date. The customer reported that the hub detached from the catheter at an unspecified time after placement. The patient required an explant and replacement device. No unintended section of the device remain inside the patient's body. No further patient or event information was provided.